Event description:
Related manufacturer reference number: 2017865-2023-36525. It was reported that the patient presented in the emergency room. The atrial and right ventricular leads were explanted and replaced. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Further information was requested but not received.